Event description:
It was reported that during a lead revision procedure, the new right ventricular (rv) lead was exhibiting high, out-of-range shock impedance values of 170 ohms. The impedance was 60 ohms during defibrillation threshold (dft) testing, and boston scientific technical services (ts) suggested turning off some equipment. Once turning off the equipment that ts suggested, the impedance dropped back down to 60 ohms. The device and rv lead remain in service. No adverse patient effects were reported.